Event description:
Information received indicates the foot and head casters were not locking after setting the brake.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.